Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed kinks to the inner liner 2.4cm, 6.2cm, and 11.1cm from the tip. The was a rub mark on the inner liner 1.7cm from the tip and stops at the first kink. The microscopic examination revealed damage to the proximal end of the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that there were removal difficulties and the patient experience pain. The target lesion was located in the biliary. A 10x80x75 epic vascular stent was advanced and placed for treatment. However, after positioning the stent in the lesion, the orange marker of shaft was stuck in the cell of the stent. When trying to move the shaft, the patient felt pain and so it was moved forward slowly from the patient's body and was successfully removed. There were no further patient complications and the patient was in good condition.

Event description:
It was reported that there were removal difficulties and the patient experience pain. The target lesion was located in the biliary. A 10x80x75 epic vascular stent was advanced and placed for treatment. However, after positioning the stent in the lesion, the orange marker of shaft was stuck in the cell of the stent. When trying to move the shaft, the patient felt pain and so it was moved forward slowly from the patient's body and was successfully removed. There were no further patient complications and the patient was in good condition.